Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material in package is confirmed; however, the exact cause could not be determined. One powerpicc solo with 3cg stylet catheter kit and one photograph was returned for evaluation. An initial visual observation revealed the package was returned open. Upon opening the csr wrap, a black marker circle highlighted the area where a hair was found. The location was observed to be between the kit tray and the csr wrap. No obvious use residue was observed on the components of the kit. Because the package had been opened, it was not possible to determine whether the hair found in the package happened during manufacturing or handling/use of the device; therefore, the exact cause is unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported customer encountered hair in a PICC kit. This was noticed right away and another PICC kit was used so there was no patient harm. The nurses who were present at the time the kit was opened had hair nets on.